Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed lead noise with noise reversion episodes from right ventricular (rv) lead. No intervention has been performed. There were no patient consequences.